Event description:
The user facility reported via medwatch #(B)(4) that the door to their reliance vision single-chamber washer/disinfector "slammed shut after obstruction was cleared."

Manufacturer narrative:
During steris's follow-up with user facility personnel following the receipt of medwatch (B)(4) it was stated that an employee was present during the time of the reported event. The user facility reported that the washer door "fell" on the employee's hand. The employee sought medical treatment; however, the user facility did not provide information regarding any treatment received. A steris service technician was previously dispatched to the user facility on november 26, 2024, for a service request regarding the door getting stuck on the rack within the reliance vision single-chamber washer/disinfector. During the steris technician's service activity, he was not made aware of the reported incident with the employee. During the technician's inspection, he identified that the safety bar was intermittently contacting the blue handles of the rack. The technician further observed that the blue handles on the rack were damaged subsequently causing them to become out of alignment and contact the safety bar. The cause of the damaged rack handles could not be determined. The technician rebuilt the safety bar and replaced the blue handles on the rack, tested the function and operation of the reliance vision single-chamber washer/disinfector and returned the unit to service. No additional issues have been reported.